Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -14.65%. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Service will perform a full preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was not confirmed, and no faut was found.